Event description:
In 2007, the sales representative reported that, on an unreported date, the acufix plate was broken on the back table during surgery. This plate had not been implanted and was not associated with patient contact.

Manufacturer narrative:
Evaluation is pending.